Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. The accu tnl result was 1.32ng/ml. It is unknown if the accu tnl result was reported out of the lab. On the same day, the customer retested the patient original sample for accu tnl. The repeated accu tnl results were 0.05/0.02ng/ml (sample was tested twice). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attribyuted to or connected with this event.